Event description:
It was reported by the sales rep the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the tsw35 failed to complete the firing cycle. No other details were available. There was no consequence to the patient.